Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, serial# unknown, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was reported that high impedances greater than 20,000 ohms were measured on electrodes 0, 2, 3, 4, 5, 6, and 7. The patient had their lead revised and moved slightly due to the lead not sitting on the dura and since the revision there have been high impedances and changing of impedance values. Over time the patient had the lead checked and on a number of occasions, strange impedances had been read. The manufacturing representative stated that on one occasion, one contact was out of range, but the next time the impedance was checked the contact was not out of range and a different contact was out of range when previously in normal range. The impedance measurements were inconsistent. High impedances of greater than 10,000 ohms were measured at 0.7v and impedances greater than 20,000 were measured at higher amplitudes. When the manufacturing representative met with the patient electrodes 1 and 8 through 15 all had high impedances, but were working. The patient experienced intermittent stimulation where sometimes stimulation did not work. The patient also had a shocking/jolting sensation on occasion upon movement that had been addressed by activating adaptive stimulation. The patient¿s therapy was not the best since they could only use part of the lead, but they were getting intermittent coverage that did help. Reprogramming was done and an x-ray of the lead and implantable neurostimulator (ins) site was planned. Follow with the manufacturing representative indicated the x-ray showed no visible faults or issues and no further troubleshooting or intervention had been taken. The patient was doing well, but they were not receiving optimal therapy. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.